Event description:
It was reported found during a baxter evaluation that a pup failed to detect an upstream occlusion during testing. There was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested and failed initial upstream occlusion testing. The unit was retested with passing results. The upstream and downstream sensors will be calibrated to ensure accurate detection.